Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 12:31 pm, the patient started to feel disoriented, sleepy, tired, sweaty, and then lost consciousness. The patient stated his cgm reading was 215 mg/dl approximately 15-20 minutes prior to passing out. The patient was also wearing a tandem insulin pump. A co-worker called emergency medical services (ems). By the time ems arrived, the patient had regained consciousness on his own. His bg meter reading was 40 mg/dl while the cgm was reading 175 mg/dl. The patient was treated with IV ¿sugar water¿ until he felt better. After 30 minutes, the patient was ¿stable¿. The patient was not taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.